Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawer not being opened. A field service engineer replaced the drawer rails and the latch inseparable to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.